Event description:
A hospital reported to the mhra, the luerlock syringe supplied in the phaco pack may not be compatible with other makes of needles. A nucleus hydrodissector became detached from a luerlock syringe during ophthalmic surgery causing injury (eye trauma) to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).